Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter - e-7. No defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 26-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-2 and e-5). The customer feels well and did not report any symptoms. Customer stated she was getting the e-5 repeatedly and administered 5 units of insulin 20 minutes prior to calling. Customer stated she was not having symptoms. Customer stated she did not need to seek medical intervention. Customer stated she is drinking juice to bring her sugar up to compensate for the insulin. During the call, a blood test was performed by the customer non-fasting and produced test result of 179 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2026 and per the customer the open vial date is (B)(6) 2026.